Event description:
Information received indicates the trendelenburg function is inoperable.

Manufacturer narrative:
The technician after adjusting the limit switches, used a circuit board kit to repair the bed.